Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) stopped compressions after about one minute with user advisory (ua) 17 (motor on for too long during active operation). The root cause of the ua17 advisory message was the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in march 2019 and is over 6 years old. During servicing of the platform, a brake gap inspection revealed that it was rotating freely, triggering the ua17 advisory message. Attempts were made to adjust the brake gap of the drivetrain motor to specifications (0.008" ±0.001"); however, the brake gap could not maintain the adjustment. The drivetrain motor was replaced to resolve the problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) stopped compressions with user advisory (ua) 17 (motor on for too long during active operation). No patient involvement.